Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the table kept moving after the button on the hand pendant was released. This occurred during the middle of a case, but there was no patient harm. The table was not level so the hand pendant was tapped on the leg section button and found that the back section raised. The pendant was in reverse orientation so the back up was tapped once and then the table leg section moved upward until it went to maximum height. The pendant did not respond to any other presses until function stopped. Then was able to return to level position. Staff ordered x-rays of patient be taken and verified no injury to patient had occurred. Once no injury was determined, case continued to completion. A malfunction will be filed for the additional x-rays which confirmed that there were no injuries to the patient.

Event description:
It was reported that the table kept moving after the button on the hand pendant was released. This occurred during the middle of a case, but there was no patient harm. The table was not level so the hand pendant was tapped on the leg section button and found that the back section raised. The pendant was in reverse orientation so the back up was tapped once and then the table leg section moved upward until it went to maximum height. The pendant did not respond to any other presses until function stopped. Then was able to return to level position. Staff ordered x-rays of patient be taken and verified no injury to patient had occurred. Once no injury was determined, case continued to completion. A malfunction will be filed for the additional x-rays which confirmed that there were no injuries to the patient.

Manufacturer narrative:
It was reported that " d860 table kept moving after the button on the hand pendant was released". A field service technician was sent out on 15 mar 2024 to check the functionality of the table, there were no errors or problems found. The hand pendant of the table was replaced out of caution. The technician was sent back out on 20 mar 2024 for further investigation, it was at this date that the technician was able to replicate the unintended movement of the leg section. To determine the cause of this unintended movement, the technician was sent out for a third time on 22 mar 2024 to replace the cpu on the table and perform final cycle testing to release the table back into use. A review of the device history was completed. According to the manufacturing DHR, the table was manufactured on 25 feb 2016 and met quality specifications prior to shipment. In summary, the patient was on the table during the unintended movement with one leg in an arch boot and the other in a stirrup. This event happened pre-case and the patient was taken to get x-rays which led to the determination that no injury had occurred. After the investigation from the field service technician, there was no issue found with the table itself. The hand pendant and cpu on the table were replaced and functionality was restored. This failure mode has not exceeded any threshold and will continue to be monitored per (B)(4).